Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was found to be high and out of range. Continued monitoring was recommended by technical services. Additional suggestions included enabling nonsustained ventricular tachycardia alerts in the latitude nxt monitoring system and adjusting the upper limit for rv pacing impedance to allow for a higher threshold. This rv lead remains in service. No adverse patient effects were reported.